Manufacturer narrative:
Information contained in this report was previously submitted through asr on 16/oct/2012 in response to FDA report number: mw5099910. A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphoma - alcl - suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "possible rupture;" lymphoma "cause by their breast implants".

Event description:
Patient reported "a small bulge on the left breast" and possible rupture. Patient further reported via regulatory agency being diagnosed with lymphoma "cause by their breast implants;" pathology has not been received and the markers of cd30+ and alk- have not been reported or confirmed. The device has been explanted.